Event description:
It was reported that a user experienced episodes of both elevated blood glucose up to 282 mg/dl and low blood glucose reported at 69 mg/dl, with frequent device pausing when glucose trended low and numerous meal announcements. After consultation, the endocrinologist adjusted device settings and glucose levels stabilized, and the user continued ilet therapy with oral glucose used for lows. Symptoms included hypoglycemia and hyperglycemia, as well as hot flashes/flushes and muscle weakness. Outcomes included no health consequences or lasting impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed no specific device component implicated and insufficient information to identify a device problem, with no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.